Event description:
The hub of the cypher select stent was found cracked. The problem occurred just at the beginning of the inflation; the inflator was the sedat* 3 ways inflation system. The liquid used was contained omnipac* and saline solution. A liquid leakage on the hub made the health care professional detect the crack.

Manufacturer narrative:
The device crb 18300 (lot 14070339) is distributed outside the united states; however, it is similar to the united states product cxs 18300. The product is available for analysis. Additional information will be submitted within thirty days upon receipt.